Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The polaris spectra system control unit (scu) to positioning sensor unit (psu) external camera cable was replaced. The navigation system then passed the system checkout, and the system was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the polaris spectra system control unit (scu) to positioning sensor unit (psu) external camera cable was damaged. The cable cover was damaged. This was discovered during inspection. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4). Correction: no 510(k) provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the polaris spectra system control unit (scu) to positioning sensor unit (psu) external camera cable was returned for analysis; through visual/physical examination and functional testing the reported issue was able to be duplicated. The cable jacket was cut on the returned cable, exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. It was determined that there was a physical damage failure with the returned cable. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the camera was functioning. The issue was related to the breakage of the rear coating film of the cable.